Event description:
It was reported that low impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found external abrasion at 45cm to 45.2cm from the distal end, consistent with that produced by friction with the ICD can. Electrical tests indicated normal characteristics. The lead impedance could not be measured since the lead was cut in the field.